Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with number 5 and 1 on the keypad not working properly was not confirmed or reproduced because the pump was not sent in for evaluation. No assignable cause was given and no repairs were made.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of the number keys are not working properly, and therefore the menu cannot be accessed. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.